Event description:
It was reported the device was removed due to infection. The device was analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The device programmed in vvi 60 bpm bipolar mode revealed a pacing output. Further testing revealed anomalous output conditions. The no output condition was found to be the result of lifted hybrid bond wires. Analysis of the memory dump indicated that the wire bond lifts occurred after explant.